Event description:
It was reported, that during a sleeve gastrectomy procedure, that on the third firing she felt it was thicker than the second firing of the gold and noticed the pitch was different. After completing the case, they could not verify the staple legs being completely formed. A buttress was used as well as a purple pen which distorted visibility. She ended up running and over sewing the staple line and omentum. Preformed leaked test with no bubbles. The procedure was completed.

Manufacturer narrative:
(B)(4). Date sent: 4/3/2023. Batch # unk. Additional information was requested, and the following was obtained: did the device deliver any staples? Yes. If yes, were the staples formed properly? Not all of them. Many bs not formed. If yes, was the staple line complete? Yes. If you mean that it went the full lenght of the load. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.